Manufacturer narrative:
The serial number of the device is unk. Without it the MFR date of the device cannot be determined. The device is not available for eval; it is not possible to determine the cause of the failure without the performing a failure analysis. This device was approved for distribution pre-amendment.

Event description:
It was reported through a legal claim that the surgeon noted the bur guard which was being used with the drill melted and was stuck to both the drill and to the pt's lower right lip. The bur guard touched the pt's right lateral lower lip causing a 8mm x 5mm full thickness burn resulting in a permanent hypertrophic scar. No further info was provided.